Manufacturer narrative:
Patient received anticoagulant (heparin) during the procedure. There were no catheter issues reported related to temperature or flow. There were no product issues or errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: stockert generator. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent a redo ablation procedure for ischemic ventricular tachycardia with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a cardiac tamponade, thrombosis, surgical intervention, and death. During the previous ablation procedure, a left ventricular aneurysm was identified via endocardial mapping and the physician elected to forego epicardial mapping. During this redo procedure, difficulties were encountered while attempting epicardial access. Physician was unsuccessful entering the epicardial space secondary to the left ventricular aneurysm and adhesions. Physician then switched to an endocardial approach. After mapping and 5-6 ablations, the patient became severely hypotensive and ultrasound revealed a compressed right ventricle. The needle had inadvertently punctured the right ventricle (rv), which led to blood pooling outside the rv, causing a hematoma. It was noted that the physician indicated that it appeared as if a clot was in the left ventricle and that it may have occurred secondary to epicardial access. Remainder of procedure was aborted. Impella device was inserted for blood pressure support. Patient was evaluated by the cardiothoracic surgeon and open heart surgery was performed. Surgery revealed that the blood had migrated to the abdomen, as the aneurysm and adhesions partially blocked the pericardial space. Cardiac massage was performed. Resuscitation efforts were unsuccessful and the patient expired on the procedure table. Physician¿s opinion regarding the cause of the adverse event is that it was not due to any bwi products. It was noted that the cause of death was related to the rv puncture that occurred during the epicardial access attempt. Generator parameters included power control mode with standard thermocool sf settings and cut-off values. Generator settings included power at 30-35 watts and impedance from 150-170 ohms.